Event description:
On (B)(6) 2012, the reporter claimed the animas cartridge is so hard to cycle. Reportedly, the blue handle pops off during the cycle process. There was no reported patient impact associated with the complaint. This was no product misuse. The product issue was resolved with training. This complaint is being reported due to the alleged hard to cycle issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1 date of submission 07/12/2012 device evaluation: a reserved sample from the same cartridge lot number b201773 was tested and evaluated by product analysis on (B)(4) 2012 with the following findings: a visual inspection, a fill test and a leak test of the cartridge were performed and no damage or defects were noted. The cartridge was found to cycle correctly during testing. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Manufacturer narrative:
Follow-up #2 date of submission 08/08/2012-device evaluation: the cartridge has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a visual inspection, a fill test, and a force test of the cartridge were performed and no damage or defects were noted. The cartridge was found to cycle correctly during testing. There were no difficulties in filling the cartridge, and the blue plunger extractor did not pull off from the plunger while cycling. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.